Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement double process tall clamp shipped to site 02/13/2017. Medtronic investigation of returned suspect double process tall clamp finds that as reported, the retainer ring has been pulled from the tip of the adjustment screw and is missing. In this state the screw would be able to set the clamp but would not be able to release the clamp. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that the nut came off of the spinous process clamp after a surgery. No patient was present during the time of the reported incident.